Event description:
The customer reported that the insulin pump alarmed no delivery. Customer stated he was trying to replace the set and got the no delivery alarm. Customer's blood glucose was unknown. Customer stated the alarm was resolved by a complete set change. Advised the customer the infusion set would be replaced. Customer also mentioned that he tried three different sets by had to push insulin though and it would not come out of the needle. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.